Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure and no lube was used for capsule placement. A repeat procedure was performed with no medical intervention was required. The delivery system and the capsule will be returned for investigation. There was no injury caused to the patient.

Manufacturer narrative:
The product sample was not returned for analysis. Without a sample, we are unable to determine the cause of the reported event. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure and no lube was used for capsule placement. A repeat procedure was performed with no medical intervention was required. The delivery system and the capsule will be returned for investigation. There was no injury caused to the patient.